Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen keypad was unable to switch between the numeric and alphabetic keypad, and the customer was unable to input the transmitter ID into the pump. There was no reported impact to customer's blood glucose level. Reportedly, the customer was ultimately able to input the transmitter ID into the pump.